Event description:
It was reported that the catheter had been inserted for post-op pain management and had functioned appropriately. During removal from the pt, a piece of the outer catheter coating separated and remained in situ. There are no plans to remove the piece of catheter. There were no additional complications.